Event description:
It was reported that while hiking the user experienced hypoglycemia with a documented glucose of 45 mg/dl, treated the low with approximately 2 oz of orange juice, observed glucose rising, and sought guidance on dosing for an upcoming meal; troubleshooting and education were provided regarding meal announcement in the context of recent exercise and planned intake. Symptoms included a low blood glucose event without loss of consciousness or other acute complications. Outcomes included transient impaired glycemic control lasting about 30 minutes, with self-management using oral carbohydrates and no need for professional medical intervention. Investigation included a review of user-reported history and product use with troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia was unclear, with exercise as a potential contributing factor. It was concluded that the event was user-managed with oral glucose and that no device-related failure was confirmed; the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.